Event description:
The manufacturer was contacted by a customer with concerns that their device might be recalled. Troubleshooting confirmed that the device was indeed part of a recall. The customer was informed of the recall but was unable to provide the necessary patient information. They were instructed to anticipate an email containing further instructions on how to proceed and give the required information. There was no device malfunction, patient harm, or serious injury, and no medical intervention was necessary based on the information provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.